Event description:
A renegade hi fic catheter was being used for a therapeutic procedure. A leak was noted between the shaft and the hub (and no flow was noted at the tip) when contrast medium was injected after being approached to the splenic artery.